Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin irritation and dislodged cannula. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced skin irritation at the infusion site (leg) while wearing the pod between 5 and 24 hours. The patient was prescribed a cream for the irritation. In addition, the pod fell off from the infusion site, causing the cannula to dislodge. The pod was discarded and a new pod was applied.